Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump stopped working, was hot to the touch, and had physical damage. The customer¿s blood glucose level was 12.2 mmol/l at the time of the incident. It was reported that there was a crack running down the battery compartment area. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will not be returned for analysis.